Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient had acquired an infection. The patient was hospitalized and was given IV antibiotics. The system was explanted. Follow up required indicated that the patient had recovered without sequelae.